Manufacturer narrative:
(B)(4). Concomitant products: guide cath: sheathless 5fr jl3.5h; guide wire: sion; sion blue. Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported deflation issue and difficulty to remove could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a left anterior descending coronary (lad) artery stenting procedure, after deployment of a non-abbott stent, it was noted that the stent was not well apposed to the vessel wall, so additional post-dilatation was performed. A 4.0x12mm nc trek was taken to the stented lesion and inflated to rated burst pressure (rbp). Next the balloon dilatation catheter was taken to the left main for plain old balloon angioplasty (poba) and was inflated to rbp. After poba, the balloon was attempted to be removed, but met resistance when being pulled into the guiding catheter, so the physician inflated to 2 atmospheres (atm) and deflated. This was repeated several times. Again it was tried to pull the device into the guiding catheter and resistance was met, so the physician pulled with force and the device was removed. Upon removal, it was noted that the distal marker area of the balloon remained slightly inflated. Additional dilatation was done with a non-abbott balloon and the left main to lad was stented with a non-abbott stent. There was no report of adverse patient sequela and no report of a clinically significant delay in procedure. There was no additional information provided.